Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.

Event description:
It was reported that the paramedics were called due to the customer's low blood glucose level. At the time of the paramedics' arrival the customer's blood glucose was 17 mg/dl. Later it had gone up to 153 mg/dl. The customer stated that they had trouble with their insulin pump; they would start filling the tubing ad insulin would continue dripping. The customer went to a completely new box of infusion set and finally got one that was not dripping. They thought they were fine, went to bed and woke up in the morning with paramedics in their room. The customer had called regarding insulin continuing to drip during manual priming, the night the incident happened. The customer declined troubleshooting and declined replacing the insulin pump. Nothing further was reported.